Event description:
Medtronic received information that following implant of this mechanical mitral valve, the leaflet would not open properly. The valve was explanted the same day, and successfully replaced by a new mechanical valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the carbon subassembly was cleaned and dried. The leaflets were fully mobile. During sewing ring examination, the sewing cuff met specification for stitching and back-stitching. No as-manufactured surface finish anomalies were identified. The as-returned dimensions for the orifice met engineering drawing specification. The as-returned dimensions for the left leaflet met engineering drawing specification. The as-returned dimensions for the right leaflet met engineering drawing specification. The crown to notch (c-n) gap was measured. The as-returned gap for the left and right leaflets were within engineering drawing specification. The difference between the minimum circumscribed and maximum inscribed stiffening ring dimensions was within the engineering drawing specification. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined as the device met specification. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. A supplemental report will be filed if the device is returned or additional information is obtained. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.